Manufacturer narrative:
(B)(4). The device history review for the product 2.9mm percutaneous shaft, 29cm length, lot #73c1600267 investigations did not show issues related to the complaint. The visual inspection under microscope confirmed damage to the internal lock tube on both shafts. Further investigation revealed implication that potentially excessive force was used when trying to remove the mechanical tool tip. Two grasper tool tips were returned and both tips functioned properly. The reason the tool tips fell off during the procedure was due to the lock tube security being compromised preventing locking. The root cause is the instrument was not used correctly during attaching and removal of the mechanical tool tip. No corrective action is required at this time. The manufacturer will continue to monitor and trend related events.

Event description:
A johan grasper fell off of a shaft and into the patient's abdomen. This happened two times during the procedure. The tool tip was retrieved laparoscopically. The patient's condition was reported as fine.